Event description:
Phase 2.7k drill smoking, hot while attempting bolt placement. Saline used to cool drill. Reports of melting bone related to drill bit heat. Saline used to cool drill. New drill obtained.